Event description:
Olympus was informed that the individual device packaging was found unsealed, which compromised the sterility of the device. There was no pt injury reported.

Manufacturer narrative:
The user facility returned three applicator kits to olympus for eval. One of the three returned kits was opened, and showed voids in the adhesive on the tray edge. The other two kits were sealed.